Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of biofilm, hypersensitivity, numbness, swelling, hard lumps, inflamed, and soreness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected to the perioral and lip with 2 ml of juvéderm® volift¿ with lidocaine. Two months later patient used opalescence, an at home teeth whitening/bleaching kit, and the next morning patient developed swelling of the lips and product is visible in the appearance of 4 hard lumps. Patient additionally has soreness, sensation of numbness, lips very inflamed, feels rock hard, difficulty to purse lips together, and limited movement. The injecting physician believes it is a chemical reaction between the filler and peroxide of the teeth whitening formulation and indicated the hydrogen peroxide causes a chemical burn and draws a lot of h20 which is a possible cause for the ha moving to the surface. Physician suspects biofilm reaction or tiv hypersensitivity. Patient was prescribed ciprofloxacillin 500 mg bd for 2 weeks, chlorhexidine gargle 5 ml twice daily, and allecet 1 tab/day for 2 weeks by the injecting physician. However, patient consulted with their general practitioner and a cosmetic dentist who advised patient not to use the antibiotics and prescribed a stronger antihistamine to use at night instead. Symptoms are ongoing.